Event description:
A manufacturer representative reported being with a consumer who when he slouched or laid on his right side lost therapy. Troubleshooting reviewed increasing the cone size for upright and discussed reorienting. It was noted that this started about 3-4 weeks ago. The representative was going to make the changes to see if it helped. Additional information received from the representative reported that through troubleshooting and changed the position windows to increase standing and lying helped maintain therapy. Indication for use included non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.